Event description:
Information was received from a representative reports when tunneling the lead, some of the rubber on the lead has become detached from the blue electrodes on top. There was a little bit of coil wiring showing. Caller inquired if they should remove the lead. Symptoms reported were none. Event date was (B)(6) 2016. They removed the lead and patient a new one in. Representative later reported he had no further information on this. A new lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.